Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 200 mg/dl at the time of incident. The current blood glucose was 244 mg/dl. Customer treated with manual injections. Customer alleging the insulin pump because customer blood glucose level was not getting down. The product will return for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. (B)(4).